Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2025 at approximately 5:00 am, the patient¿s dexcom continuous glucose monitor (cgm) stopped functioning due to a device failure while the sensor was still within its wear period. At the time of the failure, the patient did not have access to a blood glucose meter. Later that morning, the patient began experiencing symptoms of nausea and vomiting. She was accompanied by her grandmother to the hospital for evaluation. No treatment was administered prior to arrival at the hospital. The patient was unable to recall the last estimated glucose value (egv) displayed in the dexcom app; however, she stated the readings had been inaccurate. A blood glucose fingerstick (bgfs) on presentation showed a critically high value, though the exact number was not recalled. The patient was diagnosed with diabetic ketoacidosis (dka) and was immediately admitted to the intensive care unit (ICU). Treatment included intravenous fluids, insulin therapy, and antiemetic medication. The patient¿s condition improved, and she was discharged on (B)(6) 2025 (more than 24 hours) without complications, reporting that she felt well at the time of discharge. Performance data was reviewed. The allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis